Manufacturer narrative:
No product has been returned and a valid serial number has not been provided. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The reported complaint is related to skin irritation or an allergic reaction to the patch adhesive of the freestyle libre sensor. Dose audit and environmental monitoring reports were reviewed for issues relating to sterility of the product. The sensor component has no impact on product sterility and therefore, sensor components dhrs were not reviewed. Sensor kit dhrs have been reviewed to assess the manufacturing process, which includes the application of the adhesive to the puck. Dhrs (device history review) for all fs libre sensor kits within expiration at the time of complaint were reviewed, and the DHR review showed no there were no deviations from the validated manufacturing process. Dose audit reports were reviewed and demonstrates the continued effectiveness of the established sterilization process for libre sensor kits. Environmental monitoring reports were reviewed, including bioburden and endotoxin testing, and demonstrated that all monitoring processes continue to meet adc minimum requirements for product quality. Clinical data was reviewed and confirmed that libre sensors continue to be safe, effective, and perform as intended in the field. A tripped trend review was completed for the reported complaint and fs libre sensors, no tripped trends were observed. If the product is returned, the case will be re-opened and a physical investigation will be performed.

Event description:
Abbott diabetes care received a (B)(6) user report which reported the following information: a healthcare professional reported "the patient has been using the freestyle libre glucose sensor for more than a year. During the last few months, the patient has noticed a strong skin reaction to the glue of the sensor. When the sensor is applied and in its place on the skin, a lot of tissue fluid exudes from the skin and the skin itches heavily. After the removal of the sensor, the skin still has redness and still exudes tissue fluid. A red mark remains on the skin for a long time; now, two weeks after the sensor removal, the skin is still red and exfoliating and itchy". The customer was prescribed a cortisone lotion "for treating the eczema" and has since discontinued use of the sensor. No further information was reported. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The reported product is not expected to be returned. A follow-up report will be filed if product is returned or additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted. Additional reporter contact information: (B)(6).

Event description:
Abbott diabetes care received a (B)(6) user report which reported the following information: a healthcare professional reported "the patient has been using the freestyle libre glucose sensor for more than a year. During the last few months, the patient has noticed a strong skin reaction to the glue of the sensor. When the sensor is applied and in its place on the skin, a lot of tissue fluid exudes from the skin and the skin itches heavily. After the removal of the sensor, the skin still has redness and still exudes tissue fluid. A red mark remains on the skin for a long time; now, two weeks after the sensor removal, the skin is still red and exfoliating and itchy". The customer was prescribed a cortisone lotion "for treating the eczema" and has since discontinued use of the sensor. No further information was reported. There was no report of death or permanent injury associated with this event.